Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced elevated blood glucose of 228 mg/dl for several hours after their dexcom g7 continuous glucose monitor (cgm) sensor failed and ilet dosing had stopped, and the patient had not recognized the sensor failure until contacting support; the agent guided the patient to start and pair a new sensor and confirmed the warmup. Symptoms included hyperglycemia and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified related to an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.